Manufacturer narrative:
Corrected: h3. Fluid leak: the cause of the fluid leak was a piston leak due to insufficient piston od and a cylinder crack. Priming problem: the cause of the air in device was a cylinder crack.

Manufacturer narrative:
Adding a1414 to h6. Corrected data d4 catalog number updated/corrected. The investigation is still ongoing.

Event description:
Impella 5.5 was inserted via left axillary artery in a 33 year old female who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. The patient was in the ICU on support with the 5.5. On day 48 of support, it was reported there was a low leakage of the purge side arm. The pump continued to fun with no changes to the values. It was also noted that there was fluid inside of the purge unit and dried glucose on the outer shell of the purge unit, both in low quantities. On day 49 of support, the amount of fluid inside the purge unit shell was unchanged, and the outside was clean. The luer connector was properly seated properly and a leak could not be verified. The pump was running with no alarms and all values within normal range. On day 71 of support, a leakage was reported and air detected behind the purge cassette, in which the cassette was replaced. On day 96 of support, purge pressure was reported high at >1000mmhg and purge fluid <1ml. The pump was running without issues or alarms. The patient's condition worsened and there were no further treatment options. Multiple attempts to transfer the patient or get a high urgent heart transplant list were unsuccessful. Care was withdrawn, and no resuscitation initiated when the patient's heart stopped, and the patient expired. The purge leak will be conservatively reported for hemodynamic instability due to temporary interruption during the cassette exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.